Manufacturer narrative:
(B)(4). Eval results: (death, ruptured vessel).

Event description:
Five talent thoracic stent grafts were implanted for the endovascular treatment of a thoracic aneurysm approx 27 months ago. It was reported that the pt presented emergently with a contained ruptured aneurysm due to a distal type 1 endoleak that was pressurizing the aneurysm sac. The decision was made to reline the previous stent grafts with two talent captivia stent grafts. It was reported that the first stent graft was successfully deployed w/o complication (ref. MFR. # 2953200-2011-01270). The second stent graft was fully deployed when the stent graft slipped down and covered the celiac, sma and both renal arteries. (Ref. MFR. # 2953200-2011-01271) the physician had pushed the gray to blue handle w/o unlocking / releasing the proximal bare springs. The blood pressure ruptured the aneurysm as the blood could not pass through and the pt consequently expired. (Ref. MFR. #s 2953200-2011-01272; 2953200-2011-01274; 2953200-2011-01275; 2953200-2011-01276).